Event description:
In (B) (6) 2006, the primary surgery was performed with xia. The screws were placed bilaterally on th7, th8, th11, and th12 with multiaxial connector between th9 and th10. On (B) (6) 2007, the patient underwent an x-ray for the follow-up check. At this time, the x-rays showed that the screws on th12 broke, however, the surgeon did not notice. The patient was not complaining of pain. On (B) (6), 2008, the patient underwent x-rays since the surgeon was planning to remove the implants because the bone fusion was obtained. Surgery was to remove hardware. Then, at that time, the surgeon found that the screws broke at th12.

Manufacturer narrative:
Lot number 068460 was also referenced, it is unknown which, if any, of the devices may have caused or contributed to the event. Product is anticipated to be returned for evaluation and if received, additional info will be supplied on a supplemental.